Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). D11: part # 00506905600/flexible nozzle 16 inch length/ lot# 64910188/ quantity 9. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products confirmed the present of a dark foreign particle in 1 of the 10 returned pouches. The loose particle exceeds the maximum the size allowed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event issue is attributed to a manufacturing issue. Complaints are reviewed through monthly meetings in order to identify potential trends if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Device has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(4).

Event description:
It was reported that the during inspection of product at the warehouse, debris was found inside the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.